Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the technician, the issue was solved by replacing sampling line and water trap. Moreover, connections on the patient cassette were cleaned. Device logs nor replaced part have been available for the further analysis of the issue. The root cause to the reported issue has not been determined. The correction of few fields was required. This is based on the internal evaluation. #d1 brand name: previous brand name: flow-I/e; corrected brand name: flow-I. Catalog #: previous catalog #: 6677200; corrected catalog #: 6888520. #h8 usage of device: previous usage of device: initial use of device; corrected usage of device: unknown.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the device fails the safety test. There was no patient involvement. Manufacturer ref.#: (B)(4).